Event description:
It was reported by customer during routine check that the spring locking mechanism on the cardiosave intra-aortic balloon pump (iabp) cart was stiff. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h6 (conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse checked and found that the spring for locking the machine with the cart is stiff and does not lock, causing the machine to be unable to charge the battery. And check the battery is deteriorated. Lubricant oil on the spring part for the locking of the machine. The fse will make a price offer to replace the damaged battery. Fse has closed the job and the customer will send a po after this if they agree to do the repair. The customer agreed for the repair and the fse replaced the battery to resolve the issue. Run test iabp normal. Perform maintenances battery slot 2 and battery slot 1. Test the normal operation of the machine. Ready to use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation , investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse checked and found that the spring for locking the machine with the cart is stiff and does not lock, causing the machine to be unable to charge the battery. And check the battery is deteriorated. Lubricant oil on the spring part for the locking of the machine. The fse will make a price offer to replace the damaged battery. Fse has closed the job and the customer will send a po after this if they agree to do the repair. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected field- h6-component codes.